Manufacturer narrative:
Product complaint # (B)(4). A review of the device history record. Device history lot: part: 314.116, lot: 5l54104, manufacturing site: haegendorf, release to warehouse date: 19. July 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Investigation summary background: it was reported on (B)(6) 2020, two (2) screwdriver shaft stardrive were received at west chester customer quality from an unknown account and sender. Both devices were found to have stripped tips. There was no patient involvement. This complaint involves two (2) devices. Investigation flow: damage. Visual inspection: the stardrive screwdriver shaft qc/t15 (p/n: 314.116, lot number: 5l54104) was received at us cq. Upon visual inspection, the screwdriver driving tip is stripped. Dimensional inspection: no dimensional inspection was performed due to post-manufacturing damage. Document/specification review: 314_116 rev g (current and manufactured) was reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the screwdriver driving tip is stripped. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, two (2) screwdriver shaft stardrive were received at west chester customer quality from an unknown account and sender. Both devices were found to have stripped tips. There was no patient involvement. This complaint involves two (2) devices. This report is 2 of 2 for (B)(4).